Manufacturer narrative:
D4 - UDI: corrected. Manufacturer's investigation conclusion: the reported event of yellow wrench advisory alarm on the power module was confirmed via evaluation of the returned power module. The returned power module, serial number (B)(6), was tested at the service depot on (B)(6) 2024. Upon connecting the 12v backup battery and ac power to the power module, the yellow wrench advisory and red battery alarms activated. The backup battery was measured to be in a depleted state. After replacing the backup battery, the power module was able to support a mock circulatory loop and passed functional testing. The power module was returned to the customer site for further use and the backup battery was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department the backup battery, serial number (B)(6), was confirmed to be in a depleted state. Despite charging the battery for an extended period of time, the yellow wrench advisory and red battery alarms still activated when the backup battery was connected to a test power module. Further evaluation was not performed as the sealed lead acid (sla) batteries posed a chemical hazard and its encapsulation prevented further access to sub-assemblies. The backup battery was not expired at the time of the reported event. The provided information indicated the alarms resolved after the power module was exchanged. A root cause for the reported event was not conclusively determined through this analysis. Incidental finding: damage to streamline battery clip. The device history records were reviewed and the records reveals that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 19apr2019. The heartmate 3 instruction for use and heartmate power module instructions for use were available at the time of the event. Heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, and heartmate power module instructions for use, section 2, entitled ¿setting up the power module (pm) prior to use¿, provide instructions on how to install the power module backup battery and general use of the power module. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿ explains how to care for and clean the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had an advisory alarm. They were advised to change out the power module. There was no patient impact, and the alarm seemed to be equipment related. The power module was exchanged, and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.